Event description:
It was reported that the alarm failed for low water. Also the alarm for over temperature won't alarm because the button was pushed-in (stuck). No patient was involved. Status of the product at the time of event was during routine preventative maintenance testing, in the biomed office. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the device was received dirty with a contaminated water tank. Functional testing could not duplicate or confirm the reported complaint. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. No action taken due to the condition of the device. It is no longer needed in the loaner pool, and will be scrapped.